Manufacturer narrative:
Handbrake cable re-secured; device fully functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that exposure fault due to handbrake cable connection issue on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.